Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker determined the digital pcba as the cause of the issue. The device can not be repaired. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report that their device power itself on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.